Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00981809 case subject: npi 8110 unit fail barrel clamp test account name: hendricks regional health account #: 10056774 asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n asset location: contact: john dresbach contact email: john.dresbach@trimedx.com contact phone: 765-655-4124 contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on 8110 unit failure device type: failure problem type: failure mode: case resolution: tech called in for help on 8110 unit when doing pm test, the syringe unit keep failing the barrel clamp test, needs to replace the barrel clamp assy on unit. Confirm part number to tech tech thank me for my assist ref:_00d30y0yr._5000l1qkz8p:ref